Manufacturer narrative:
(B)(4). A device history record was not available for review. The customer reported a leak coming from the needle/tubing. The customer returned one stimuquik needle and packaging. The returned sample was visually examined with and without magnification. The stimuquik needle and cable appear typical; however, microscopic examination of the tubing revealed there is a crack in the tubing near the hub of the needle. A manual leak test was performed on the returned tubing of the needle by plugging the cannula tip and connecting a lab inventory syringe to the luer-lock end of the tubing and manually injecting water. A leak could be seen coming from a crack in the tubing where it connects to the hub of the needle, which was revealed during the visual inspection. No other leaks were detected. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the tubing leaking was confirmed based on the sample received. During the functional inspection, water was observed leaking from the connected tubing at the hub of the needle. It is unknown how the stimucath needle was handled prior to and during use and the pressure used to inject is unknown. Therefore, the potential cause of the tubing leaking could not be determined.

Event description:
The report states: I wanted to share with you another defective needle we had experienced last week. It is the same issue as before, where there is leaking in the tubing. Once again this was not noticed when priming the tubing, only while the needle was in the patient and air was being aspirated. This in turn required an extra needle stick to the patient. This needle is from a different lot than the previous one.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I wanted to share with you another defective needle we had experienced last week. It is the same issue as before, where there is leaking in the tubing. Once again this was not noticed when priming the tubing, only while the needle was in the patient and air was being aspirated. This in turn required an extra needle stick to the patient. This needle is from a different lot than the previous one.